Event description:
On (B) (6) 2009, solta was notified of an event where a physician treated herself with a thermage tg-1a-115 system and experienced burns on one side of her face. She reported that her face turned bright red right away, and burns appeared later. She noticed several error codes during treatment: tip not connected, replace/reseat tip. Not enough gel. Skin too hot. On 02/19/2010, it was reported that the physician pt has undergone multiple interventions including microdermabrasion, topicals, chemical peels, etc. To resolve the hyper pigmentation and burns that occurred on (B) (6) 2009 after thermage treatment.

Manufacturer narrative:
The treatment tip was not returned for eval. Error messages noted by physician indicate that insufficient coupling fluid may have been used during treatment, contributing to burns.